Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Therapy date: (B)(6) 2022.. Part #: 03.133.080. Synthes lot #: j002243. Supplier lot #: j002243. Release to warehouse date: 26 may 2021. Supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.¿ visual analysis of the returned sample revealed that the wire of the 2.7/3.5mm depth gauge 0 to 60mm has bent. The assemble issues cannot be confirmed due to the mating device was not returned. No other issues were observed. A dimensional inspection was not performed for the 2.7/3.5mm depth gauge 0 to 60mm due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. A functional test could not be performed as the mating devices were not returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.¿ ¿the overall complaint was confirmed as the observed condition of the 2.7/3.5mm depth gauge 0 to 60mm would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.¿ ¿based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on august 31, 2022, during a procedure, the surgeon complained that the depth gauge seemed too large for the drill hole and was not hooking the far cortex. The surgeon decided to use an alternate depth gauge that was available on the field and the surgery was successfully completed. Additionally, a screwdriver shaft was not retaining the screws very well and needs to be replaced. The procedure was completed successfully with no surgical delay. There were no patient outcomes/consequences reported. This report involves one (1) 2.7/3.5mm depth gauge 0 to 60mm. This is report 1 of 1 for (B)(4).